Event description:
In 2008, this female was implanted with gore tag thoracic endoprosthesis to treat a large descending thoracic aneurysm with clot impending rupture. The procedure was uneventful. However, upon returning from the procedure, the pt was unresponsive and remained ventilated due to respiratory failure. A CT scan on the following day revealed a large cerebrovascular accident. A neuro consult concluded that her prognosis was poor. Subsequently, the pt also went into acute renal failure and probably ileus. Three days later, the pt was placed on comfort measures only. She expired three days later.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.